Manufacturer narrative:
Corrections: the lot number was updated to reflect "unknown." Therefore, the manufacture date, expiration date and UDI have been changed to "unknown." The event product was returned to applied medical for evaluation. Upon inspection, engineering noted that the deployment mechanism was damaged. The exact root cause of the customer's experience remains unknown. However, previous testing has shown that overriding the ratchet mechanism by retracting the thumb ring prior to full deployment can retract the supports may away from the tissue bag and cause the tissue bag to fall off the supports when deployed. Per the instructions for use (IFU), the customer should hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received via email from distributor january 16, 2017: the lot# is confirmed to be unknown.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"During laparoscopic cholecystectomy in process of deploying bag, when the metal supports were pushed with thumb ring actuator, the bag came off with the metal supports exposed. Until the metal supports were fully pushed to endpoint, the thumb ring actuator was not pulled. The bead was not sliding down to around center of the metal supports to interrupt deployment of the bag." No patient injury.